Event description:
The customer reported to a baxter representative a condition of one clearlink extension set that was alleged to be "leaking from where the plastic tubing meets the hard plastic casing." There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - the sample was not available for evaluation. Should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4) - the reported condition could not be confirmed, as the sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Should any additional information be made available, a follow-up MDR will be submitted.